Event description:
It was reported that a patient underwent a bowel resection surgical procedure on (B)(6) 2011 and suture was used. The patient was readmitted for wound dehiscence on (B)(6) 2011. The patient underwent reoperation to reclose the wound on the fascia/abdominal wall.

Manufacturer narrative:
(B)(4) - representative samples were returned for evaluation. They were visually and functionally examined and met requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted. See also medwatch 2210968-2011-01821 and medwatch 2210968-2011-01822. The same patient is represented in each medwatch.